Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that customer received excessive power error alarm. Customer's blood glucose was 23 mmol/l and was treated with manual injection. During troubleshooting, customer did not go through all the necessary steps to clear alarm and received the power error alarm again. Customer would go through all the steps and monitor insulin pump and would call back should issue persist.